Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, and active current measurement or download the trace and history files utilizing thump (download difficulty) due to the blank display. (Pending/place holder). The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Unable to download the trace and history files using thump (download difficulty) due to the blank display. (Pending/place holder). A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Download difficulty is confirmed due to the blank display. Found damage on the pump at several locations; the complaint is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported a blank display. Customer is not using the correct battery cap for the pump they are using. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported that pump was exposed to moisture. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue to use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.